Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) spoke with the customer and provided troubleshooting with the video system center. Tac noted that since the initial occurrence two additional 190 scopes were tested and had a similar issue. The device may start out with an image present and then the image would go away or no image at all. With the third scope tested, error e204 also came up. Tac was unable to resolve the customer¿s issue over the phone and advised the customer to send the video system center in for repair. The customer called back tac and had troubleshooted with 5 different scopes and determined that 4 scopes should come in for repair. Additionally, upon further discussion with the customer, it was noted that the medivators automated reprocess (aer) unit was fixed recently and the scopes having the issue went through the medivators and had possible water damage to the scopes. It was suggested that the video system center was not causing the reported issue and would not be sent in for repair. No further information has been provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source lost the image and displayed error code e216 (scope communication error). The issue occurred during a diagnostic procedure. There were no reports of patient harm.